Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, this is an instrument, thread debris where left in the patient. Threads found post op on x-ray and left in patient. The physician was not aware the that the instrument had broken until x-ray was read in post op. Threads broken on instrument.